Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location. It was noted that there was fluid dripping and the patient believed that the cassette was cracked. There were no alarms or warnings prior to discovering the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient¿s contact confirmed the reported event. There were no alarms prior to discovering the fluid leak. The fluid leak was discovered during dwell 1 of 4 of treatment, the patient¿s contact stated that fluid was dripping onto the floor from the patient line¿s tubing. The patient¿s contact stated that when the cassette door was opened, they could see that the cassette was cracked. The patient¿s contact stated that there was fluid inside the cassette door but stated that the cycler was not replaced. The patient¿s contact stated that the patient has been using the same cycler since the reported event with no issues. The cause of the leak was unknown, and the pdrn stated that there were no other fluid leaks were found. Additionally, the patient¿s contact confirmed that there were no issues with the bag and confirmed that the bag was not leaking. The patient¿s contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (medication, dose, and route were unknown). The patient¿s contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location. It was noted that there was fluid dripping and the patient believed that the cassette was cracked. There were no alarms or warnings prior to discovering the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient¿s contact confirmed the reported event. There were no alarms prior to discovering the fluid leak. The fluid leak was discovered during dwell 1 of 4 of treatment, the patient¿s contact stated that fluid was dripping onto the floor from the patient line¿s tubing. The patient¿s contact stated that when the cassette door was opened, they could see that the cassette was cracked. The patient¿s contact stated that there was fluid inside the cassette door but stated that the cycler was not replaced. The patient¿s contact stated that the patient has been using the same cycler since the reported event with no issues. The cause of the leak was unknown, and the pdrn stated that there were no other fluid leaks were found. Additionally, the patient¿s contact confirmed that there were no issues with the bag and confirmed that the bag was not leaking. The patient¿s contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (medication, dose, and route were unknown). The patient¿s contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Corrections: h6.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. A disinfection and visual inspection were performed to the complaint product sample. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette hard plastic. During the visual inspection, a crack was found in the cassette hard plastic. This kind of failure mode could be caused due to the following causes according to the risk management file pf-pd-0029, machine closed damaging the cassette (including the film), accepting nonconformant product, package more than 10 sets per case, cases with incorrect orientation. Some probable cause codes: fracture problem: code selected due to a damage was found on the hard plastic of the cassette during using that caused a leak. Cause linked to device but unable to trace more specifically: a malfunction on the device was confirmed due to the fracture in the hard plastic that led to a leak during treatment. Code selected due to during the visual inspection to the cassette a crack was found in the hard plastic that caused a leak during treatment. A DHR review was performed for the involved lot of the product and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. A product history review did not reveal a probable cause for the customer complaint. The event was confirmed, and the cause was traced to a component failure. The returned sample was scrapped after evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location. It was noted that there was fluid dripping and the patient believed that the cassette was cracked. There were no alarms or warnings prior to discovering the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient¿s contact confirmed the reported event. There were no alarms prior to discovering the fluid leak. The fluid leak was discovered during dwell 1 of 4 of treatment, the patient¿s contact stated that fluid was dripping onto the floor from the patient line¿s tubing. The patient¿s contact stated that when the cassette door was opened, they could see that the cassette was cracked. The patient¿s contact stated that there was fluid inside the cassette door but stated that the cycler was not replaced. The patient¿s contact stated that the patient has been using the same cycler since the reported event with no issues. The cause of the leak was unknown, and the pdrn stated that there were no other fluid leaks were found. Additionally, the patient¿s contact confirmed that there were no issues with the bag and confirmed that the bag was not leaking. The patient¿s contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (medication, dose, and route were unknown). The patient¿s contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. A disinfection and visual inspection were performed to the complaint product sample. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette hard plastic. During the visual inspection, a crack was found in the cassette hard plastic. This kind of failure mode could be caused due to the following causes according to the risk management file pf-pd-0029, machine closed damaging the cassette (including the film), accepting nonconformant product, package more than 10 sets per case, cases with incorrect orientation. Some probable cause codes: fracture problem: code selected due to a damage was found on the hard plastic of the cassette during using that caused a leak. Cause linked to device but unable to trace more specifically: a malfunction on the device was confirmed due to the fracture in the hard plastic that led to a leak during treatment. Code selected due to during the visual inspection to the cassette a crack was found in the hard plastic that caused a leak during treatment. A DHR review was performed for the involved lot of the product and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. A product history review did not reveal a probable cause for the customer complaint. The event was confirmed, and the cause was traced to a component failure. The returned sample was scrapped after evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location. It was noted that there was fluid dripping and the patient believed that the cassette was cracked. There were no alarms or warnings prior to discovering the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient¿s contact confirmed the reported event. There were no alarms prior to discovering the fluid leak. The fluid leak was discovered during dwell 1 of 4 of treatment, the patient¿s contact stated that fluid was dripping onto the floor from the patient line¿s tubing. The patient¿s contact stated that when the cassette door was opened, they could see that the cassette was cracked. The patient¿s contact stated that there was fluid inside the cassette door but stated that the cycler was not replaced. The patient¿s contact stated that the patient has been using the same cycler since the reported event with no issues. The cause of the leak was unknown, and the pdrn stated that there were no other fluid leaks were found. Additionally, the patient¿s contact confirmed that there were no issues with the bag and confirmed that the bag was not leaking. The patient¿s contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (medication, dose, and route were unknown). The patient¿s contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The cassette used by the patient is available for return for physical evaluation by the manufacturer.